Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the leads did not work during a patient use. An alternate set of leads were used and they also did not work. There was no reported adverse patient impact.